Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion due to high pacing thresholds on the right ventricular (rv) lead channel. This device was explanted and was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product was sent to pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.